Event description:
It was reported that the sensor was removed from the skin, the electrode was not seen. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. The customer stated that the reported sensor was connected to the transmitter, the green light of the transmitter did not flash six times. The device will be return for analysis.